Event description:
The data matrix tag (dmt) label was missing from the sponge during count-out. User reported that there were no signs of the dmt label on the sponge or on the sterile field.

Manufacturer narrative:
It is not confirmed if the dmt label separated from the sponge during procedure. More information is required to fully investigate the issue. Investigation is in process. A follow-up report to be sent.